Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). Boston scientific technical services (ts) confirmed there was an increase in the device's power consumption and noted that it was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). Boston scientific technical services (ts) confirmed there was an increase in the device's power consumption and noted that it was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) experienced premature battery depletion (pbd). Boston scientific technical services (ts) confirmed there was an increase in the device's power consumption and noted that it was consistent with hydrogen degradation of a component. Ts recommended the device be replaced. The device was explanted and replaced. No additional adverse patient effects were reported.